Event description:
Reportedly, during a pacemaker implantation, a connection issue occurred at the atrial level: the lead could not be tightened correctly and at second attempt, no click sound was heard at atrial level when screwing (there was no problem at the ventricular level). The physician tried to unscrew and pulled out the atrial lead but it was not possible, then he had to cut the lead. A new atrial lead and device was then implanted. Prolonged intervention. The pacemaker involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B) (4). This event concerns a device that was manufactured and used outside the united states. In response to the warning letter that the united states food and drug administration issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. (B) (4). Conclusion: the electrical characteristics of the returned device were within specifications; the connection issue met by the user during the implantation attempt at the atrial level resulted from an excess of glue residues from the mfg process mainly at the atrial level, which prevented from proper insertion of the screwdriver blade in the setscrew head. Corrective actions were implemented in the mfg process to eliminate any silicone adhesive inadvertently remaining in the setscrew's hex cavity (through an add'l inspection step); the added inspection step became effective with sterilization lot 2317. The sterilization lot of this device was 2266, i.e before the corrective action. In addition, a technical note was provided end of sept 2008 to users with a reminder and add'l instructions to ensure the wrench is fully inserted at the time of the implantation procedure.